Event description:
A customer reported 4103 seal broken home overrun on the aia-900 analyzer. The customer stated they performed a reboot, checked the waste chute, followed by emptying test cups through the maintenance screen but error persists. The analyzer is down. A field service engineer (fse) assisted the customer over the phone to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) assisted the customer over the phone. During the call, the customer indicated that they had the cover removed and found a loose cable by the seal breaker assembly. The customer reseated the cable and the issue was resolved. The customer validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The analyzer is functioning as expected. No further action is required by field service. A complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Review of related documentation. The aia-900 service manual under section 12: flags and error messages states the following: [4103] seal breaker home overrun cause: the home sensor s040, which is not supposed to be activated after the seal breaker moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s040 and also check to see the cause of slipping, and so on, that occurs when pm040 moves to the limit side. The most probable cause was the loose cable by the seal breaker assembly.